Event description:
Event became reportable based upon analysis. It was reported that during unpacking for an unspecified procedure, scrapes were noted on the coating, and the coating appeared "thick." No patient contact. The procedure was completed with another of the same device. Patient status is listed as "okay." Analysis revealed missing ptfe coating.

Manufacturer narrative:
Returned device analysis verified the difficulty stated in the complaint. Visual inspection revealed no obvious anomalies. A tactile inspection was performed and multiple irregularities at proximal end were detected. Further examination, revealed jumped coils at 5.5 cm, 7 cm, 11 cm, and 28.5 cm. Additionally, missing ptfe coating was noted surrounding the jumped coils. Based on the investigation conducted, the rough surface stated in the event description was probably caused by the jumped coils observed at proximal end. The root cause was determined to be related to manufacturing. A CAPA has been initiated to address this issue. This lot was manufactured prior to implementation of the corrective action.